Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at approximately 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported.